Event description:
Additional information was received from a patient. It was reported the patient sometimes felt the device was not working and they had this issue on and off. They didn't get the urge to go and would just go. The patient mentioned sometimes they felt the pulsing, it hurts and then it goes away. The patient was to follow up with their healthcare provider (hcp).

Event description:
It was reported that one of the lead wires was not functioning since a follow-up appointment in early (B)(6) 2015. Reprogramming was being done when it was discovered. The patient was still getting therapy effect with one lead. Since mid to late last week, the patient had pain at the implantable neurostimulator (ins) site. The patient moved and it felt like a knife stabbing in that area and the pain had let up today. The patient had taken ibuprofen and some left over oxycodone prescription. Three days ago the sharp pain happened again. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mr8c, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s concerns were resolved after receiving assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the lead not functioning was never determined. The program was changed so that the lead did not have to be used. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-26. The patient has their device for bladder and bowel control. The device was implanted and almost immediately one of the leads quit working. The patient said that they were able to bypass something. The patient had some issues and had to have the device reprogrammed. They met with a manufacture representative (rep) in february and they switched the patient to a different program. The device doesn¿t work 100% and they are still having issues. Patient services asked if their symptoms are at least 50% better and the patient said they would say no. The event date was asked but unknown. No further complications were reported/are anticipated.